Event description:
A malfunction was reported on the pump due to a temporary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions for resetting the pump, and after resetting, the malfunction did not recur. The customer understood and was advised to call back if any issues reoccurred.